Manufacturer narrative:
Our product evaluation laboratory received one hemostasis introducer attached to a model 744f75 swan-ganz catheter. The returned catheter was able to be passed through the entire length of the introducer¿s valve housing and sheath without difficulty. There was no visible damage to the introducer. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of "catheter got stuck when advancing through the introducer" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new introducer. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during insertion of a swan-ganz catheter, it became stuck when advancing through the introducer. Both the swan-ganz catheter and the introducer were retrieved and new ones were inserted, which required a new stick. There was no allegation of patient injury. Patient demographics were requested but unknown by the customer.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Associated MDR report number obtained: 2015691-2018-02701.